Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During analysis, the service center found foreign objects in the air/water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction observed during device evaluation could not be established.If additional relevant information becomes available, a supplemental report will be submitted.Olympus will continue to monitor the device's field performance.